Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted (B)(6) 2017. Dtpa2qq crt-d, implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range (oor) high impedance and oversensed high-rate episodes. Device therapies were turned off and the patient was given a life vest. The patient subsequently presented to have the rv lead explanted and replaced, which was done successfully. It was noted that the left ventricular (lv) lead was tested during the procedure but as the physician was closing, the lv exhibited high impedance on two vectors. The pocket was opened back up and the lv vectors were retested and confirmed the high impedance measurements. The decision was made to extract and replace the lv lead and the freshly implanted rv lead was used for access since the patient¿s subclavian vein was occluded. A new rv lead was implanted and a new lv lead was placed. The original lv lead was cut and capped. Lastly, it was noted that the physician believed the lv was damaged during the initial rv lead extraction. No further patient complications have been reported as a result of this event.